Event description:
It was reported that during unrelated procedure, the physician noted insulation anomaly on the right atrial lead. The lead exhibited normal electrical values. The lead was explanted and replaced. The patient was in stable condition post operation and would continue to be monitored normally.